Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 80% stenosed lesion was located in a non-tortuous, moderately calcified proximal to distal riva. A stent was placed in the distal riva. The target area in the proximal riva was predilated with an unknown size balloon and a taxus liberte' 3.0x32mm drug eluting stent was to be used to treat the lesion. At some point the stent dislodged in the patient. The patient was sent to surgery.